Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s g6 has been 60 ¿ 80 points higher than his bg over the past month. On (B)(6) 2021, the patient¿s fiancé reported that during the night, the patient¿s cgm was alerting for low and displayed 40 mg/dl. She was unable to wake him and called emergency medical services (ems). Upon arrival, a bg was performed by ems which was 39 mg/dl. The patient was treated with IV glucose, and regained consciousness 20-minutes later. The fiancé provided the patient with food (peanut butter and jelly sandwich) and after 45-minutes, the patient stabilized. The patient declined transportation to the hospital and the paramedics left. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.